Event description:
It was reported: original surgery in 2000, pt presented w/groin pain at 6 weeks, dr put off scheduled for 12/2000, discovered product recall; rescheduled pt for 2001. Replaced w/biomet shell and insert.